Event description:
Per the clinic, the patient underwent a cholesteatoma removal procedure (non cochlear device related surgery). Post surgery, the patient experienced no nerve response for nrt and no performance due to electrode migration (specific date not reported). The device remains implanted. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.